Manufacturer narrative:
This report is filed april 4, 2016.

Manufacturer narrative:
This report is filed march 1, 2016.

Event description:
Per the patient's surgeon, the electrode array migrated into the mastoid cavity, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.